Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. The event can be detected/prevented by following the instructions for use which is stated in: operation manual ¿3.3 inspection of the endoscope¿ for detection, and operation manual ¿4.3 using endotherapy accessories¿ for prevention. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burned distal end and the plastic distal end cover. There was no patient involvement.